Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional proglide device is filed under a separate medwatch report number. Na.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery using the preclose technique via a 6fr sheath prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the first proglide device was placed; however, there was no obvious blood flow from the marker lumen. A second proglide device was attempted but when the plunger was removed, a link (suture) break occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to greater than 8.5fr and the taa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The marker lumen obstruction of flow (no obvious blood flow from the marker lumen) could not be confirmed as the marker lumen was successfully flushed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported no obvious blood flow from the marker lumen and subsequent treatment appears to be related to circumstances of the procedure due to under insertion of the device. Based on the information reviewed, there is no indication a product quality issue with respect to the design, manufacture, or labeling of the device. MFR site - contact name updated.